Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level, and readings did not exceed 500 mg/dl or drop below 54 mg/dl. Customer technical support instructed the caller on verifying power disconnection and proper button pressing technique, but the issue persisted. The customer agreed to remove the pump case, which did not resolve the difficulty. Consequently, cts decided to replace the pump. Meanwhile, the customer opted to use multiple daily injections as a backup therapy, received instructions for returning the problematic unit, and was informed of steps to take upon receiving the replacement pump.